Event description:
While performing an exploration laparoscopic resection for a right retroperitoneal sarcoma, a portion of the staple line did not fire leaving a portion of the bowel unclosed. The surgeon applied manual suture to complete the procedure. No injury to the pt was reported.